Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was not returned to zoll medical corporation for evaluation; an approved service provider evaluated the device and was unable to duplicate the customer's complaint. The monitor board was replaced proactively. Review of the activity log showed that the device did reset multiple times during the event. The end user indicated that a huawei e355, 3g wifi usb internet dongle was connected to the device at the time of the event. This modem is not an approved device. Although we were not able to confirm that the event may have been the result of using an unapproved device during clinical use, a system reset by itself does not necessarily present a risk as the device will quickly and automatically reboot itself to it's last status. The instructions for use do indicate that a usb port should not be used during clinical use and with approved devices. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device shut off and restarted/rebooted power. Complainant indicated that there was no patient involvement in the reported malfunction.